Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm and no frozen display during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised forced sensor system and excessive no delivery test due to buttons not responding.

Event description:
Customer reported via phone call that the screen was freezing while trying to deliver a bolus took the battery out over night. Customer's blood glucose level was 211 mg/dl and 212 mg/dl. The device will be returned for analysis.